Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, hypersensitivity, fatigue, alopecia and weight increased outcome was unknown and the dyspareunia and menorrhagia had resolved. The reporter considered alopecia, device breakage, dyspareunia, fatigue, fibromyalgia, hypersensitivity, menorrhagia, migraine and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, breakage, fibromyalgia, fatigue, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received. Reporter information updated. Case is incident. Previously reported event injury is replaced with new events: dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, breakage, fibromyalgia, fatigue, hair loss, migraine, weight gain. Lab data added. On 3-sep-2019: follow-up 2 and 3 processed together. Reporter information updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/essure coils were broken and I had bowel lesions') in a 26-year-old female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta) since 2017, gabapentin since 2017, pantoprazole since 2017 and tramadol since 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy menses"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdomen") and pain ("entire body") and was found to have weight increased ("weight gain"), 2 days after insertion of essure. On (B)(6) 2017, the patient experienced gastrointestinal tract mucosal discolouration ("lesions on bowel/bowel lesions"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), osteoarthritis ("osteoarthritis") and abdominal pain lower ("painful cramping"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, hypersensitivity, fibromyalgia, fatigue, alopecia, migraine, weight increased, vaginal haemorrhage, osteoarthritis, gastrointestinal tract mucosal discolouration, abdominal pain and pain outcome was unknown and the dyspareunia, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, dyspareunia, fatigue, fibromyalgia, gastrointestinal tract mucosal discolouration, hypersensitivity, menorrhagia, migraine, osteoarthritis, pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, breakage, fibromyalgia, fatigue, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Essure lot number added. Events added: abnormal bleeding (vaginal), osteoarthritis, lesions on bowel/bowel lesions, abdomen and entire body,painful cramping. Event clubbed: menorrhagia (heavy menstrual bleeding)/heavy menses. Lab data updated. Concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, hypersensitivity, fatigue, alopecia and weight increased outcome was unknown and the dyspareunia and menorrhagia had resolved. The reporter considered alopecia, device breakage, dyspareunia, fatigue, fibromyalgia, hypersensitivity, menorrhagia, migraine and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, breakage, fibromyalgia, fatigue, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/essure coils were broken and I had bowel lesions') in a 26-year-old female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta) since 2017, gabapentin since 2017, pantoprazole since 2017 and tramadol since 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy menses"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdomen") and pain ("entire body") and was found to have weight increased ("weight gain"), 2 days after insertion of essure. On (B)(6) 2017, the patient experienced gastrointestinal tract mucosal discolouration ("lesions on bowel/bowel lesions"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), osteoarthritis ("osteoarthritis") and abdominal pain lower ("painful cramping"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, hypersensitivity, fibromyalgia, fatigue, alopecia, migraine, weight increased, vaginal haemorrhage, osteoarthritis, gastrointestinal tract mucosal discolouration, abdominal pain and pain outcome was unknown and the dyspareunia, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, dyspareunia, fatigue, fibromyalgia, gastrointestinal tract mucosal discolouration, hypersensitivity, menorrhagia, migraine, osteoarthritis, pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, breakage, fibromyalgia, fatigue, hair loss, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Lot number: 632030 manufacture date: 2009-04 expiration date: 2012-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.